Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: it was reported the tabs on an insertion handle for hindfoot arthrodesis nail- expert would not attach to two (2) hindfoot arthrodesis nails during surgery on (B)(6) 2016. This complaint is confirmed. The distal alignment tangs on the returned device are malformed (slightly twisted and bent approximately 5 degrees) which could contribute to alignment/mating issues with nails. Whether this complaint could be replicated at customer quality (cq) is not applicable as the mating nails in this event were not returned for investigation. This complaint condition was most likely caused by rough handling causing the distal alignment tangs to become malformed thereby making mating with the nail difficult. Per the complaint description "surgeon then used a mallet to successfully attach the insertion handle to the first nail." A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned instrument is part of the depuy synthes titanium cannulated hindfoot arthrodesis nail expert nailing system. The system is used to facilitate tibiotalocalcaneal arthrodesis and instructions for use can be found in the technique guide. DHR review request: part # 03.008.007, lot # 9629299, manufacturing location: (B)(4), manufacturing date: 03 december 2015. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The relevant drawing for the returned instrument was reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: december 03, 2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the tabs on an insertion handle for hindfoot arthrodesis nail- expert would not attach to two hindfoot arthrodesis nails during surgery on (B)(6) 2016. The surgeon attempted to attach an insertion handle to a nail and was unsuccessful. Subsequently, the surgeon tried to use the same insertion handle with a second nail and was unable to attach them. Surgeon then used a mallet to successfully attach the insertion handle to the first nail. Nail was implanted. Surgeon believed that the tabs on the insertion handle are deformed. Surgery was successfully completed with a fifteen (15) minutes surgical delay. No patient harm reported. Patient status/outcome was reported as stable. Concomitant devices reported: 12mm titanium hindfoot arthrodesis cannulated nail- expert 240mm/ left- sterile (part 04.008.278s, lot unknown, quantity 1), 13mm titanium hindfoot arthrodesis cannulated nail- expert 240mm/ left- sterile (part 04.008.378s, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).